Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch ultra meter was displaying the apply sample message. The medical affairs specialist was unable to reach the patient via phone after several attempts to obtain further information. A letter was sent to the address provided. The patient reported that she was feeling "woozy and wanted to faint." She received assistance from a non-healthcare professional and her blood glucose was tested on another device with a result of 147 mg/dl. She also provided a result of 97 mg/dl, but it is unk on which meter the test was performed. The pt ate food and/or drank beverage following the use/attempted use of the meter. She did not receive any medical attention or intervention. At the time of troubleshooting, it was verified that this was not a new product and that the test strip was drawing the sample into the test area. The patient's testing technique was reviewed to be correct. She was asked to retest with a new test strip and correct technique. However, the issue was not resolved. Although the result on the other meter did not reflect serious injury, this complaint is reported because the pt was not able to test on the subject meter at the time she was experiencing symptoms. The meter issue was not resolved with troubleshooting. A replacement meter and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.